Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise on electrograms (egm) which resulted in the patient experiencing inappropriate therapy and pain. A lead fracture was confirmed. Reprogramming was completed and the eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.